Event description:
Customer complaint - limited data available. The customer consistently received inaccurate numbers after testing twice a day for a week. They got in contact with their doctor and went for an appointment to find out their readings were normal.